Event description:
It was reported that patient underwent a replacement procedure of his inflatable penile prosthesis (ipp) due to difficulty pumping. All components removed and replaced. No information about the patient outcome is available at the moment. Additional information was received. Pump was difficult to pump. Balk would stay deflated and would not refill. No holes were observed in components.